Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced nausea and headache. The blood glucose reading at the time of the event was 430 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV fluid and manual injection. The current blood glucose reading is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.